Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate after loading the cartridge with 300 units of insulin. The customer's blood glucose was 215 (mg/dl). The customer declined to reload the current cartridge during troubleshooting with tandem technical support. Reportedly, the customer continued to use the cartridge.